Event description:
The customer reported approximately two tablespoons of a mixture of isoton and blood leaked outside the instrument from the secondary mode probe involving the coulter® hmx hematology analyzer with autoloader. The operator was wearing proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye protection and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. There was no patient consequence associated with this event. The facility has an exposure control or risk management plan in place for biohazard material.

Manufacturer narrative:
Service was not dispatched as the customer resolved the issue through the telephone. The fse instructed the customer to remove the secondary probe rinse block and bleach all three of the fittings to resolve the fluid leak issue. No further fluid leak was observed. The instrument was returned to normal operation. (B)(4).